Event description:
Per the info provided by the physician's office, the device was removed because it was "not functioning as intended." As reported to us, the reservoir was left in place, while the rest of the device was removed and replaced.

Manufacturer narrative:
According to available info this inflatable penile prosthesis was implanted on 8/21/1995 and revised on 9/24/1997 because it was not functioning as intended. Pump was returned for eval. Requests have been made for additional info surrounding incident, however, to date requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding incident. Should additional info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned component revealed a separation/leakage site anteriorly in the serialized outlet's strain relief. Examination of surfaces of separation revealed markings characteristic of sress(s) induced rending. Opposite the separation, at the strain relief/tube junction a crease mark is noted within a confined area of abrasion. All of the exiting tubings are noted to curve toward the posterior. Based on qa's examination and limited info provided, qa concluded that while in-vivo the serialized outlet was bent toward the posterior, partially kinked, and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. This rent would allow the loss of fluid and render the device inoperable. Pump component was sole item received and was therefore detached from any other components. Examination of instrumentation across the entire cross sectional surface. Because there components were released according to mfg and quality control procedures, qa concluded that observed damage occurred subsequent to device packaging being opened. In addition, because expected use of this device combined with observed damaged would have resulted in spontaneous fluid loss, qa concluded that damage most likely occurred during or subsequent to explant.